Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: needle not injecting smoothly.

Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review was completed for provided batch number 2003406. According to the sampling plan applied for product performance, the batch was accepted and released without defects being noted during the final assembly or visual inspections. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: needle not injecting smoothly.